Event description:
During baxter's functional testing of a spectrum pump, it was discovered the device had no audio function. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the lack of audio due to a dislodged connection on the input/output printed circuit board. The connection was secured and audio functioned as expected.